Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced retraction problems and material deformation. This information was received from one source. The one malfunction involved one patient with no patient consequence. The age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: the device has been returned for evaluation and photo was provided; the evaluation identified melting and the reaction problem was not identified. A root cause has not been determined. The device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product code for the crosser cto recanalization catheter product is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product code for the crosser cto recanalization catheter product is identified in d2. H10: the lot number for the device was provided; therefore, a lot history review was performed. The device was returned for evaluation. The investigation confirmed for material deformation and retraction problem. A definitive root cause could not be determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced retraction problems and material deformation. This information was received from one source. The one malfunction involved one patient with no patient consequence. The age, weight, and gender of the patient was not provided.

Manufacturer narrative:
The device has been returned for evaluation; the evaluation identified material deformation, but the retraction issue has not been investigated. A photo was also provided for investigation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product code for the crosser cto recanalization catheter product is identified in d2.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced retraction problems and material deformation. This information was received from one source. The one malfunction involved one patient with no patient consequence. The age, weight, and gender of the patient was not provided.